Event description:
The patient presented with abdominal aortic aneurysm measuring 90mm. In 2001, the physician successfully implanted a gore excluder bifurcated endoprosthesis. At the close of the procedure, a slight type ii endoleak was noted. Approximately two years post implant, the type ii endoleak was still present with the aneurysmal sac enlargement measuring at 96mm. Embolization to the inferior mesenteric artery was performed at the time. Four months following embolization, the anterior endoleak had resolved, however, a slight posterior endoleak was present with a aneurysmal sac expanding to 100mm. In 2005, aneurysmal expansion measured 110mm. An embolization of the ilieo-lumbar artery from both hypogastric arteries were performed. Five months later, the posterior type ii endoleak was still present with the aneurysmal sac expansion measuring 110mm. The physician decided to continue to observe the patient prior to deciding the appropriate treatment.